Event description:
Customer reported via phone call to have a pump which had been stored with batteries still installed. Customer reported that insulin pump received a motor error alarm. Customer wanted to use insulin pump as a back-up but did not have time to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.